Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device fractured"), uterine perforation ("essure devcie migrated/punctured internal organs"), pelvic pain ("pain / felt like was having labor pain"), genital haemorrhage ("severe bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive essure device") in a 32-year-old female patient who had essure (batch no. 621815,621895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: nuvaring and norplant. Concurrent conditions included knee pain, leiomyoma nos, endometriosis, left lower quadrant pain, leg pain and menstrual cramps. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair), iron, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2008 and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional distress ("emotional distress"), coagulopathy ("clotting"), anaemia ("anemia"), abdominal pain lower ("cramping"), headache ("headaches"), vulvovaginal hypoaesthesia ("numbness in the right side of my vagina"), dyspareunia ("painful sexual intercourse"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), frustration tolerance decreased ("frustration") and helplessness ("helplessness") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, emotional distress, headache, vulvovaginal hypoaesthesia, dyspareunia and pelvic discomfort outcome was unknown and the pelvic pain, genital haemorrhage, coagulopathy, anaemia, abdominal pain lower, abdominal pain, back pain, depression, frustration tolerance decreased and helplessness had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, coagulopathy, depression, device breakage, dyspareunia, emotional distress, frustration tolerance decreased, genital haemorrhage, headache, helplessness, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, uterine perforation and vulvovaginal hypoaesthesia to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. (B)(6) 2008 laparoscopic tubal ligation with falopb rings ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: bleeding, cramping, abdominal pain ,back pain. Concerning the injuries reported in this case, the following one were reported via pregnancy with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events- "depression, frustration, helplessness" added . Lot number, reporter added from pfs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device fractured"), perforation ("essure devcie migrated/punctured internal organs"), pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and emotional distress ("emotional distress"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, perforation, pelvic pain, genital haemorrhage and emotional distress outcome was unknown. The reporter considered device breakage, emotional distress, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. New event added- essure devcie migrated/punctured internal organs and essure device fractured. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device fractured"), perforation ("essure device migrated/punctured internal organs"), pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and emotional distress ("emotional distress"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, perforation, pelvic pain, genital haemorrhage and emotional distress outcome was unknown. The reporter considered device breakage, emotional distress, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device fractured"), perforation ("essure devcie migrated/punctured internal organs"), pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and emotional distress ("emotional distress"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, perforation, pelvic pain, genital haemorrhage and emotional distress outcome was unknown. The reporter considered device breakage, emotional distress, genital haemorrhage, pelvic pain and perforation to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device fractured"), uterine perforation ("essure device migrated/punctured internal organs"), pelvic pain ("pain"), genital haemorrhage ("severe bleeding") and pregnancy with contraceptive device ("pregnancy with contraceptive essure device") in a 32-year-old female patient who had essure (batch no. 621815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: nuvaring and norplant. Concurrent conditions included knee pain, myoma, endometriosis, left lower quadrant pain, leg pain and dysmenorrhoea. Concomitant products included iron, oral contraceptive nos and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional distress ("emotional distress"), coagulopathy ("clotting"), anaemia ("anemia"), abdominal pain lower ("cramping"), headache ("headaches"), hypoaesthesia ("numbness in the right side of my vagina"), dyspareunia ("painful sexual intercourse"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, emotional distress, headache, hypoaesthesia, dyspareunia and pelvic discomfort outcome was unknown and the pelvic pain, genital haemorrhage, coagulopathy, anaemia, abdominal pain lower, abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, coagulopathy, device breakage, dyspareunia, emotional distress, genital haemorrhage, headache, hypoaesthesia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. (B)(6) 2008 laparoscopic tubal ligation with falopb rings. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: bleeding, cramping, abdominal pain ,back pain. Concerning the injuries reported in this case, the following one were reported via pregnancy with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received: reporters were added. Reporter's information was added. Concomitant drugs were added. Concomitant conditions were added. Events-bleeding, clotting, anemia,discomfort, cramping, headaches,numbness in the right side of my vagina, painful sexual intercourse, abdominal pain , back pain,pregnancy with essure device and device ineffective(captured from mr) were added. Auto narrative was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device fractured'), uterine perforation ('essure device migrated/punctured internal organs'), pelvic pain ('pain / felt like was having labor pain'), genital haemorrhage ('severe bleeding') and pregnancy with contraceptive device ('pregnancy with contraceptive essure device') in a 32-year-old female patient who had essure (batch no. 621815,621895-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: nuvaring and norplant. Concurrent conditions included knee pain, leiomyoma nos, endometriosis, left lower quadrant pain, leg pain and menstrual cramps. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair), iron, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2008 and salbutamol (albuterol hfa). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), emotional distress ("emotional distress"), coagulopathy ("clotting"), anaemia ("anemia"), abdominal pain lower ("cramping"), headache ("headaches"), vulvovaginal hypoaesthesia ("numbness in the right side of my vagina"), dyspareunia ("painful sexual intercourse"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("depression"), frustration tolerance decreased ("frustration") and helplessness ("helplessness") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, emotional distress, headache, vulvovaginal hypoaesthesia, dyspareunia and pelvic discomfort outcome was unknown and the pelvic pain, genital haemorrhage, coagulopathy, anaemia, abdominal pain lower, abdominal pain, back pain, depression, frustration tolerance decreased and helplessness had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, coagulopathy, depression, device breakage, dyspareunia, emotional distress, frustration tolerance decreased, genital haemorrhage, headache, helplessness, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, uterine perforation and vulvovaginal hypoaesthesia to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. (B)(6) 2008 laparoscopic tubal ligation with falopb rings. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: bleeding, cramping, abdominal pain, back pain. Concerning the injuries reported in this case, the following one were reported via pregnancy with essure device. Lot number:621815, manufacturing date: 2006/12, expiration date:2008/11; lot number: 621895 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical complaint. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and emotional distress ("emotional distress"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and emotional distress outcome was unknown. The reporter considered emotional distress, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: as a result of essure, plaintiff suffered from severe and permanent injuries, including severe bleeding and hysterectomy resulting in, inter alia, pain and suffering and emotional distress. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.